Manufacturer narrative:
Approximately 8 cm of the catheter was returned. The catheter was patent, however it did not meet the requirements for leak testing due to a tear approximately 6 cm from the proximal flow holes. The instructions for use that accompany the device cautions that low tear strength is a characteristic of most unreinforced silicone elastomer materials; care must be taken with the handling and placement of the silicone elastomer tubing to avoid cuts, nicks, or tears. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that during surgery on (B)(6) 2016, the catheter was found to be leaking through tiny holes near the 8 cm marker. According to the report, there was no injury to the patient and the patient was doing fine.